Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that tubes were over filling with a bd vacutainer® buffered sodium citrate (9nc) blood collection tubes. This occurred on 3 separate occasions during use, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter: it is reported that customer experienced over filling.

Event description:
It was reported that tubes were over filling with a bd vacutainer® buffered sodium citrate (9nc) blood collection tubes. This occurred on 3 separate occasions during use, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter: it is reported that customer experienced over filling.

Manufacturer narrative:
H.6. Investigation summary bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for overfill with the incident lot was observed. Additionally, retention samples were selected from bd inventory for testing and upon completion, the issue relating to overfill was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through CAPA 295453 and potential causes have been identified. As a result, corrective actions have been established and are in the process of being implemented.